Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.

Event description:
The reporter indicated that the balloon would not inflate to deploy the stent. The stent was removed intact, and a new stent was inserted/deployed.